Event description:
It was reported that an ilet bionic pancreas exhibited a hardware issue in which the sleep/wake button was unresponsive, and a replacement device was provided. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no reported impact to the user beyond the device usability issue. Investigation included review of user reports and troubleshooting performed with the user. Investigation of this case revealed a nonfunctioning sleep/wake button consistent with a device hardware malfunction. It was concluded that the event was related to a device component malfunction affecting the user interface without clinical harm.